Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). D4: model number - additional. D4: serial number - additional. D4: lot number ¿ additional. D4: unique identifier (UDI) number ¿ additional. H2: additional information.

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and failed due to not turning on. An internal inspection was performed and failed due to moisture damage. The receiver log was not downloaded for review due to no data present. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).